Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that as per a healthcare professional (hcp) the patient was receiving lioresal with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 919 mcg/day. The drug lot number of lioresal was unknown. The indication for use regarding the pump was intractable spasticity. The patient¿s medical history included anoxic brain injury, quadriplegia, and recent ovarian cancer (6-12 months) with hysterectomy. The patient lives in a nursing home. The patient had skin breakdown over the pump at the incision with leaking of fluid. The date of the event was unknown. The patient was taken to the operating room and the pump and complete catheter were removed on (B)(6) 2015. The device was removed due to a suspected infection. The patient was observed for intrathecal baclofen withdrawal. The device was to be replaced in the future. The hcp discarded the explanted devices. No further information was available at the time of the report. Additional information requested included drug lot number and clarification / confirmation of suspected infection. Additional information received from the company representative indicated that the initial cultures have been negative. Drug lot numbers were not available and there were no print-outs. On (B)(6) 2015, the patient was implanted with a new system.

Event description:
Additional information was received from the company representative. The patient was doing well after the new system implant. The patient was having much better relief of spasticity at a third of the old dose.